Event description:
It was reported that the ventricular lead exhibited noise and inhibition of pacing. The patient felt a tingling sensation near the pocket, the physician suspected rib clavicle crush damage. The patient also experienced dizziness and shortness of breath. The lead was capped on (B)(6) 2014 and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.